Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter was found split after unpacking it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged catheter of insyte vialon-e. Upon unpacking before use, the hcp found that the catheter had been split."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter was found split after unpacking it. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged catheter of insyte vialon-e. Upon unpacking before use, the hcp found that the catheter had been split."